Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen [2000mcg/ml] at a rate of 800mcg/day via intrathecal drug delivery pump. The indications for use of the pump were intractable spasticity and cerebrovascular accident/stoke das system. It was reported that the patient missed a refill appointment, and the pump status was reading that an empty reservoir alarm was occurring. The reporter was unsure when the alarm had occurred. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.